Event description:
It was reported that during a laparoscopic cholecystectomy the clips did not close properly. When the clips closed, the legs did nto approximate parellel to each other and did not appear to be secure. The user stated the lets "criss-crossed" over each other. A second device was opened and the same problem occurred. A third device was used to complete the procedure. There was no pt consequence.